Event description:
It was reported that a low defibrillation impedance and an ocd alert were observed on the right ventricular (rv) lead, which caused high-voltage (hv) therapy to be withheld. External defibrillation was administered to terminate the arrhythmia. Additionally, episodes of noise resulting in oversensing were observed on the rv lead. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.